Manufacturer narrative:
The leak was caused by buildup on blood sampling valve (bsv) alignment bar. The customer was able to clean the bsv alignment bar and the instrument ran without any leaks. A beckman coulter (bec) field service engineer (fse) verified the repairs per established procedures. (B)(4).

Event description:
The customer reported a contained leak from the coulter lh 500 hematology analyzer. The leak consisted of diluent, blood and clenz reagent. There were no reports of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat when the leak occurred.